Event description:
It is reported by the pt's attorney the device was implanted in 2003. In 2004, the device was revised due to a fracture of the post.

Manufacturer narrative:
Engineering eval could not be performed to determine the cause of the reported problem. Device and x-rays were not returned for evaluation. Device history records are intact, conforming and indicate that the product was manufactured and packaged to spec.